Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found that the probe wash collar was misaligned causing the leak. The fse aligned the probe wash collar and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained bloody leak of about 1 ml from probe wash collar inside the unicel dxh 800 coulter cellular analysis system during daily checks. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.